Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt a pop in their bladder. Nurse investigated and found that the foley catheter fell out. The bulb was missing. Ultrasound was done to find the retained piece, but it was not found. Doctor ordered urology. Urology was completed and they found a 2cm piece of foley catheter balloon in the bladder, which was removed. Per follow-up information received on 17feb2022, stated that the catheter was inserted on (B)(6) 2022. On 1st february, patient stated that they felt a pop in the bladder. Nurse investigated and the foley catheter fell out. Bulb was missing. On 2nd february, ultrasound was done to find the retained piece, but it was not found on ultrasound. Patient was voiding with no difficulties. On 5th february, the customer was concerned that the foley burst and was worried that the piece was not found. Doctor ordered urology. On 7th february urology completed a cystography and found a 2cm piece of foley catheter in the bladder and it was removed. Per follow-up information received on 18feb2022, cystography was completed and the sample was also sent to pathology. Patient required a surgical procedure that they might not have otherwise needed and it delayed discharge.

Event description:
It was reported that the patient felt a pop in their bladder. Nurse investigated and found that the foley catheter fell out. The bulb was missing. Ultrasound was done to find the retained piece, but it was not found. Doctor ordered urology. Urology was completed and they found a 2cm piece of foley catheter balloon in the bladder, which was removed. Per follow-up information received on 17feb2022, stated that the catheter was inserted on (B)(6) 2022. On 1st february, patient stated that they felt a pop in the bladder. Nurse investigated and the foley catheter fell out. Bulb was missing. On (B)(6), ultrasound was done to find the retained piece, but it was not found on ultrasound. Patient was voiding with no difficulties. On (B)(6), the customer was concerned that the foley burst and was worried that the piece was not found. Doctor ordered urology. On (B)(6) urology completed a cystography and found a 2cm piece of foley catheter in the bladder and it was removed. Per follow-up information received on 18feb2022, cystography was completed and the sample was also sent to pathology. Patient required a surgical procedure that they might not have otherwise needed and it delayed discharge.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.